Event description:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("back pain") and paralysis ("paralysis") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 412 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criteria hospitalisation, medically important and intervention required), back pain (seriousness criteria hospitalisation and medically important) and paralysis (seriousness criteria hospitalisation and medically important). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to heavy menstrual bleeding, back pain or paralysis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("back pain") and paralysis ("paralysis") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 412 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criteria hospitalisation, medically important and intervention required), back pain (seriousness criteria hospitalisation and medically important) and paralysis (seriousness criteria hospitalisation and medically important). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to heavy menstrual bleeding, back pain or paralysis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.